Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the medium-large clip applier was not closing clips completely. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no visible damage was noted. The issue occurred during the 3rd or 4th use in the middle of the case. The issue occurred while the surgeon was attempting to clamp the vessel or tissue bundle. The jaws were not closing enough to close the clip. The surgeon experienced that the jaw was not entirely closing but technically moving. The issue was not related to the unexpected motion of the clip applier while attempting to clip. The issue was related to an unsuccessful clip application. The clips used were medium-large hemlock clip appliers. The vessel was not greater than the specified diameter suggested in the IFU. The clip applier issue happened during the 3rd or 4th attempt. A backup clip applier was used to resolve the issue. The instrument is available for return. No photos or videos are available for review or patient demographics.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one grip bent. The damage was found near the base of the clip groove. As a result, the clip could not be properly loaded on the grip. Functional clip test was not performed due to the clip grip damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observations not reported by site: signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. The instrument was found to have dried residue around the clamping pulley cable groove.